Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: more than three openings, flat creases and white particles in device inner surface. A microscopic analysis and leak test were performed which identify more than three openings striated and nick striated. Based on the device analysis the final assessment is: more than three openings opening striated in the side anterior assessed as surgical damage. No port leak and/or damage was observed. Nicks striated assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the expander was put in the patient, but would not properly fill, it was like it was ¿fused closed".

Event description:
Healthcare professional reported "expander was put in the patient, but would not properly fill, it was like it was 'used closed' ." Device has been explanted.